Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary : ppae (tachycardia/paroxysmal atrial fibrillation) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary artery graft to support the 76 year old male patient who had been admitted in with known coronary artery disease and plan to undergo surgery, presenting in scai stage e shock. Patient was medically managed with inotropes, vasopressors, and was on a vent for respiratory needs. Any other underlying medical history or comorbidities were not shared. After pump placement the patient was sent to the ICU for monitoring and was found to be in atrial fibrillation and ventricular tachycardia. The patient was cardioverted. The pump position was assessed to be appropriate and the team believes the electrolyte imbalance and underlying coronary artery disease were the cause of the arrythmia. The pump remained on support for 2 days and was then weaned and explanted. Arrythmia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.